Manufacturer narrative:
Product analysis the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. The analyst noted that the lead passed introducer test. Concomitant medical products: d274trk, ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the patient's right atrial (ra) lead was pulled back when right ventricular (rv) lead replacement was attempted. The ra lead could not be reused and therefore was explanted and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2017: it was further reported that the right ventricular (rv) lead was returned to the manufacturer after being removed and replaced prophylactically. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.